Event description:
During a ptca procedure on the lad, the dilatation catheter ruptured at 14 atms which resulted in a dissection. A perfusion balloon was used to repair the dissection. Reportedly, the pt was stable post procedure.

Manufacturer narrative:
The results of our investigative analysis concluded there was a 3mm longitudinal rupture of the proximal portion of the balloon, located 3mm proximal to the balloon marker. Additionally, scratches and wrinkles were observed on the balloon material. Quality engineering concluded that the most probable cause for the rupture was from mechanical damage to the outside diameter of the balloon material. Mechanical damage to balloons can occur in various situations which are dependent on lesion morphology, procedural handling and contact with other concomitant equipment used during the procedure. Engineering has concluded that no corrective action is warranted at this time. Quality assurance will monitor the device for this type of complaint. This MDR is considered closed by the quality assurance department.